Event description:
New information received notes that the device was explanted on (B)(6) 2020 due to normal elective replacement indicator and also the noise over-sensing issue. The right ventricular and atrial leads had normal measurements and were kept in use in the patient. Patient condition after the procedure was stable.

Manufacturer narrative:
Additional information.

Event description:
New information received notes that patient presented to an unrelated procedure on (B)(6) 2021, where it was found that the right ventricular (rv) lead continued to exhibit over-sensing. Fracture was also suspected on both the rv and atrial leads. Patient had no consequences and will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12917, 2017865-2020-12921 . It was reported that an asymptomatic patient presented to a follow-up in-clinic with their implantable pacemaker, right ventricular, and atrial leads exhibiting noise over-sensing. The atiral lead noise over-sensing also caused automatic mode switch episodes. The device was reprogrammed to address the issue. Patient was stable after the event.